Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with tibia plate and seven screws on an unknown date. Patient presented to the surgeon on an unknown date complaining of pain. Patient was returned to or on (B)(6) 2012 for removal of all hardware. It is reported patients pilon bone fracture was completely healed. This is 7 of 8 reports for the same event.